Event description:
A cartridge alarm was reported by the caller, but there was no adverse impact on the customer¿s blood glucose level. The issue was not related to the loading process, and the customer had previously experienced similar alarms with their pump. Cts resolved the situation by providing a replacement pump. The caller confirmed understanding of the procedures for returning the problematic pump and was advised on steps to take upon receiving the replacement. Meanwhile, they planned to use a backup insulin delivery method to ensure uninterrupted insulin therapy.